Event description:
It was reported that the irrigator that activated without pressing any of the buttons to activate, then leaked fluid all over the field without demanding any fluid from the product. Fluid leaking at the hand piece was up to 1 liter. No patient harm. When the battery pack was removed it was extremely hot to touch.

Manufacturer narrative:
Please note we are discontinuing the current practice of filing malfunction medical device reports (mdrs) for reported complaints related to overheating on strykeflow 2 suction irrigators and strkeflow 2 suction irrigators with disposable tips. Strykeflow 2 suction irrigator devices are designed to be used with a laparoscopic probe to allow for controlled irrigation and suction during laparoscopic surgical procedures. This device is a sterile, single-use, and disposable battery powered unit. Some strykeflow 2 suction irrigator devices are supplied with a disposable suction irrigator tip. This malfunction has not caused or contributed to any deaths or serious injuries in the last two years. Based on the information provided, it has been determined that this malfunction is unlikely to cause or contribute to death or serious injury should the malfunction recur. Therefore, we intend to discontinue filing mdrs for overheating on strykeflow 2 suction irrigators and strkeflow 2 suction irrigators with disposable tips.

Event description:
It was reported that the irrigator that activated without pressing any of the buttons to activate, then leaked fluid all over the field without demanding any fluid from the product. Fluid leaking at the hand piece was up to 1 liter. No patient harm. When the battery pack was removed it was extremely hot to touch.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.